Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) exactamix 3000 ml eva tpn bags leaked from the top corner seam prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: this lot was manufactured (B)(4) 2018 to (B)(4) 2018. The three (3) actual devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and revealed that all three samples were leaking. The first sample was leaking from the bottom left weld. The second and third samples were leaking from both the bottom left weld and bottom right weld. The reported condition was verified. The cause of the condition was not determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.